Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the notch on the hematocrit probe was broken and the probe would not clip on the monitor. The device was used for the surgical procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Device eval anticipated, but not yet begun.